Event description:
It was reported that during implant attempt, there were sensing difficulties. It was also reported that after repositioning of the lead, the helix would not screw back out. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the stylet was stuck in the lead-distal coil.

Event description:
It was reported that during the implant procedure, there were sensing difficulties on the ventricular lead's first positioning attempt. It was also reported that the helix would not deploy during the subsequent repositioning attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.